Manufacturer narrative:
(B)(4). The device was serviced and evaluated by a third party service technician. The technician recert the transducer fault and replaced the analog board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1150 unit has transducer fault. At this time, there was no information about patient involvement associated with this reported event.